Event description:
Customer reported meter results of 294 mg/dl and 61 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hypoglycemia for which she self treated. No adverse event reported. A request was made for the return of the system, replacement was sent.